Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: was caused the staple line to leak? Did the device deploy any staples? Was the staple line complete? Did the staples form in the proper b form shape?

Event description:
It was reported that during a gastroplasty for morbid obesity procedure, when performing the clipping with black recharge ecr60t, the load stapled cutting the tissue and with stapling failures and leaks. Manual suture was performed to solve the incident. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n53y2f. Corrected data: product code ec60a. Concomitant products: reload ecr60t. The analysis found that one ec60a device was returned with no apparent damage and with one ecr60t cartridge not loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.